Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly tested with a blood glucose reading of 72 mg/dl and felt sweaty which is a low blood glucose symptom; self treated with a protein bar but felt worse. Symptoms did not match feelings. Customer reportedly passed out 15 minutes later; was found by co-worker 15 minutes later who tested her blood glucose level at 50 mg/dl on nursing home meter and treated customer with orange juice. Customer reported she felt better 40 minutes later. Requested alleged device for evaluation and replacement was provided.